Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was changing supplies and received an altitude alarm. The customers blood glucose level was 105 mg/dl. Reportedly, the customer was not able to resume insulin delivery at the time of the call and had manual injections available. Multiple follow up attempts were made to complete troubleshooting. However, they were unsuccessful.